Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had a no delivery alarm on her insulin pump and had to change her infusion set four times. The customer's blood glucose level was 26 mmol/l and was treated with the insulin pump. Customer stated that there was also an issue with the serter. Customer was advised that replacement serter and infusion set would be sent. Insulin pump will need to be replaced. No additional information provided.